Event description:
It was reported that during a routine pulse generator change out, the lead insulation exhibited an abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The insulation was abraded at multiple locations and exposed the coil. Abrasions are indicative of exposure to constant friction with another implantable device.